Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "exchange of textured breast implants due to the patient¿s concern with the product".

Event description:
Healthcare provider reported right side rupture and an exchange of textured breast implants due to patient product concern. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings or issues related to rupture device were observed.

Event description:
Healthcare provider reported right side rupture and an exchange of textured breast implants due to patient product concern. Device has been explanted.

Event description:
Device has been explanted.